Event description:
It was reported that on (B)(6) 2011, the patient presented to the clinic experiencing palpitations and pounding. On (B)(6) 2011, a chest x-ray revealed the lead perforated the patient's heart. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.